Event description:
It was reported that an alert for lead noise was received remote transmission. A slight decrease in sensing was also noted. No patient symptoms were reported. The lead was capped and replaced. The patient tolerated the procedure well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.